Event description:
It was reported that after running the cassette on an infusion pump for 7 hours the pump alarmed "no disposable pump won't run". About 14.65ml out of 100ml of fluorouracil was administered to patient before pump stopped. Nurse attempted to adjust cassette on new pump but was unsuccessful. A new cassette with remaining dose had to be made and was given to patient. There was no patient injury reported.

Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: one cadd cassette reservoirs were returned for the evaluation of the reported issue. The returned samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unites were visually inspected and it does not present any damaged, kink, cut or condition that could cause failure mode. The pump tube height was inspected, and it failed; however due sample being received in used conditions, it is possible that the pump tube height was modify during the use. An accuracy test was conducted where the sample received was connected to the cadd legacy plus and to balance mettler to look for unusual function. The sample tested passed the delivery accuracy test. A functional test was performed and the samples were fully priming and connected without difficult; the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. No actions were taken.